Event description:
On (B)(4) 2014, it was reported that the patient's insulin cartridge cracked inside the cartridge compartment of the infusion device. The patient thinks there may be a glass splinter left inside the cartridge compartment. She now thinks the infusion device does not deliver insulin accurately. Her blood glucose was elevated to 380 mg/dl. No adverse event was reported. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Manufacturer narrative:
The delivery accuracy, occlusion limits and alarm functions were tested successfully and all test results were within product specification. No malfunction of the device could be observed also gave the technical investigation no evidence that the device did cause or contribute to the condition reported by the customer.